Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4): month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the caller indicated that the patient had a return of pain. The caller indicated that they reprogrammed the patient at an appointment on (B)(6) 2022 to address the change in therapy. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was having difficulty charging the ins. Yesterday ((B)(6) 2022) during an appointment at the healthcare provider's (hcp's) office they were trying to recharge the ins. The caller indicated that they could get an excellent connection and then the remote would display that there was not connection without moving the recharger antenna. Sometimes they would moved the antenna away from the ins and the controller status wouldn't change for a little while. The caller was not with the patient. Considerations were reviewed for charging. The caller will follow-up with the patient and direct them to call the manufacturer. Additional information was received from a manufacturer representative (rep) and a patient (pt). It was reported that the patient is getting very good rewind since reprogramming the stimulator. The steps taken to resolve the return of pain and charging issues were that the stimulator was reprogrammed and the patient was given education on recharging. The patient stated they are very pleased with the new programming and is getting great results. The rep later reported that the patient was contacted today ((B)(6) 2022) about the issues he was having with recharging. He stated that he is no longer experiencing the longer recharge times and that he isn¿t currently experiencing issues. He said that recharging is currently ¿really good¿. The patient later called and reported that they were having issues charging their implant and the issue began a few weeks ago. Pt stated the recharger cord was not functioning and they got burned by where the wire met the paddle was and the relay box was really really hot/got extremely hot. Pt stated they had a couple burn marks and the marks looked like rashes. Pt notified a rep of the issue via phone and then the pt met the rep on (B)(6). An email was sent to the repair department to replace the recharger cord. Additional information was received from a rep. It was reported that they met with the patient on (B)(6) because he was having increased pain and slower recharging. The rep reprogrammed the patient's stimulator with resulted in much better pain relief. The patient was also given tips to improve recharging. When contacted later, the patient didn¿t report the recharging issue. The rep hasn't seen the patient since the (B)(6) appointment. The patient did send a message on (B)(6) to the rep stating that he called the manufacturer about his recharging paddle and that they were overnighting him a recharging paddle. Patient was then contacted on (B)(6) to check his status, he stated the new cord is working well and he isn¿t having issues.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), was returned for product analysis. Analysis found that the recharger antenna was frayed. There was cable insulation peeling away at the donut end and wires were exposed. There was also a recharger antenna failure and a "no device found" message was seen. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.